Manufacturer narrative:
The technician replaced the brake caster and brake steer caster to resolve the issue.

Event description:
The account alleged the bed moves when the brakes are active. No patient impact.